Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zct150 intraocular lens (iol), the patient experienced refractive surprise and was not satisfied with the results. The iol was explanted. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned iol was performed using microscope magnification and no anomalies were found. The reported complaint was not confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints related to this product order number was conducted. The search revealed that no other complaints for this order number were received to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. All pertinent information available to abbott medical optics has been submitted.